Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchaser reported that during set up for a retinal procedure the illuminator was broken. The case was canceled. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was attributed to the laser indirect ophthalmoscope (lio) cable. The cable was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The laser indirect ophthalmoscope (lio) cable was examined. The cable was determined to have been split in two parts, which was subsequently replaced to resolve the issue. The lio was tested with the system and found to meet product specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event can be attributed to a nonconforming lio cable. However, how or when this part became nonconforming cannot be determined conclusively. (B)(4).